Manufacturer narrative:
The initial printout of the pump indicated that the pump contained morphine and ropivacaine. Analysis identified corrosion and/or wear and/or lubrication issues of the gear train. Analysis identified stall due to shaft-bearing. Eval code-conclusion updated.

Manufacturer narrative:
(B)(6). A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a foreign healthcare provider (hcp) via a manufacturer representative regarding a patient who received unknown morphine via an implantable pump for an unknown indication for use. The concentration, dose, and concomitant medications were not obtainable. The patient¿s medical history was not known. It was reported that during normal use at a refill appointment, the patient referred that they had heard a bi-tonal alarm. The logs were read and confirmed a motor stall. It was reported as unknown if there were any external, environmental, or patient factors that may have led or contributed to the event. Patient symptoms were not reported at this time. At the time of the report the issue was reported as unresolved and the patient¿s status was noted as alive-no injury. The product was to be replaced in the future. Surgical intervention was planned but unknown if it had been scheduled. The device status was reported as implanted and out-of-service. The device information, patient symptoms, and event details were requested, but not known. The pump was not expected to be returned.

Event description:
Additional information received from a manufacturer representative indicated interrogation logs indicated another motor stall occurred on (B)(6) 2017. The stopped pump may exceed tube set message was also seen. Pump replacement was planned for (B)(6) 2017. The pump would be returned for analysis. No further complications were reported/anticipated.